Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following implant procedure, pocket hematoma and seroma were noted. There was formation of fibrotic tissue, erythema, redness and local tissue reaction. Patient complained of chest pain at the incision site. The patient also experienced nausea, vomiting and associated chest and shoulder pain after implantation. Hematoma was evacuated on (B)(6) 2018. Patient was hospitalized. The issue was resolved without complications. Wound check on (B)(6) 2018 noted that there was no erythema and the wound was clean with no signs of infection.